Event description:
It was reported that during an intramedullary nailing of tibula procedure, the slide/fixed hammer cracked and fell apart at the handle while the surgeon was hammering. Nothing broke off into the patient. All the broken pieces were retrieved, and there was no harm to the patient

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed the handle of the device was broken off as the complaint states. All the broken pieces were returned with the complaint. The hammer end of the device exhibits many nicks, dings and dents associated with long term use. The device was manufactured in may 2005 and is more than six years old. The handle broke due to normal wear and tear over the years. High temperature cycles during sterilization have an impact on the lifespan of these instruments and the handles may become brittle. The device was used for over six years with no known issues; therefore it is concluded that this complaint is invalid with respect to design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).